Event description:
Complainant alleged that during a routine shift check by a clinician, the user was intermittently unable to change the energy setting on the device. The complainant indicated that there was no pt involvement in the reported failure.